Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the microsensor was placed in the parenchyma and used with both the icp express and licox bolt probe. The first 48 hours after the implantation the reading of the icp correlated with the patient¿s symptoms. After 48 hours the icp read was too high (40) with good wave form. The clinicians took extra measures to lower icp (cooling, sedation and evd insertion). The reading of evd was much lower than icp monitor and it was correlating with patient's condition. Icp readings stayed high, in 40-50 range through out the whole time.

Manufacturer narrative:
Unique device identifier (UDI) : (B)(4). The microsensor basic kit was not returned for evaluation and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.